Event description:
Ventilator stopped delivering breaths to the patient with no audible alarm. There was no exhalation volume displayed and a leak of 99% after the patient was reintubated. The sensor was changed out with the same issues. Ventilator then went flow cycled ac and no improvement.